Event description:
Information was received indicating that while in use of a smiths medical cadd cassette reservoir, for a life sustaining infusion, beeping alarm was noted. Subsequently, cassette was replaced. No patient consequences were reported. No adverse effects were reported.